Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 482 mg/dl. The customer's other blood glucose was 500 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection and drip. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not allege insulin pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer was using the auto mode feature. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.